Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the distributor and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or post-shock asystole. Manufacture dates: monitor 5/4/2015, electrode belt 5/9/2018.

Event description:
A us distibutor contacted zoll to report that a german patient experienced a treatment event from the lifevest. The patient was reportedly unconscious or asleep during the treatment event, and was in the hospital at the time of the event. At 12:0:25 am on (B)(6) 2020, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 160 bpm, and the post-shock rhythm was asystole with motion artifact and cardiac activity. At 12:00:59, the patient received an inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with cradiac activity, and the post-shock rhythm was bradycardia at 40 bpm with motion artifact pvc's and hb. Amplitude oversensing contributed to the false detection. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The response buttons were pressed at 12:01:44 am. The patient was in asystole after the treatment for 34 seconds after the first treatment was delivered. At 12:43:04 am, the patient received an appropriate treatment from the lifevest. The patient's rhythm was vt at 180 bpm, and the post-shock rhythm was sinus bradycardia at 40 to 50 bpm with pvcs. The patient remained in the hospital after the event and continues wearing the lifevest. There is no allegation of any death or serious injury.